Manufacturer narrative:
(B)(4). Returned lancing device evaluated with no defect found. Lancets not returned for evaluation. Most likely underlying root cause of malfunction: use error caused or contributed to event. Manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction.

Event description:
Customer calling stating his lancing (true draw) device is not working properly, customer stated the lancet does not fully retract into lancing device (needle sticking out). Customer stated the lancets he is using are green but he does not know the gage of the needle. Customer stated he has to set the device on number 1 and still the needle goes to deep. Follow-up call with customer on 04/28/2016: customer stated after he insert the needle into the arming barrel the barrel was loose, then after he fire the device the needle stick out, also customer stated the lancet does not fully retract into lancing device after the firing. The customer is using green one touch ultrasoft lancets. The lancet sticks out only after firing. The customer does not remember if the problem occurred with one lancet or all lancets in the box. The customer stated the va is the company that send supplies to him.